Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: site ID (B)(6). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was implanted in the patient. After surgery, a significant organic mitral regurgitation was noted (currently grade IV/IV) and moderate to severe right ventricular dysfunction. The patient got admitted for decompensated heart failure. On (B)(6) 2026, intravenous (IV) furosemide was given.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.